Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported by the sales consultant that, pfna-blade could not be unlocked. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The pfna blade was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the implant was manufactured according to the specifications, no abnormal findings were identified. In addition the implant was found to be in perfect working order, the mentioned malfunction could not be reproduced.